Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified force sensor bridge test error. During functional testing the reported issue was unable to be duplicated. The root cause of this issue was unable to be determined, the device operated within specifications. Replaced plunger cable and force sensor as a preventative measure. UDI information was unknown.

Event description:
It was reported that there was a force sensor bridge error, and that the screen was cracked. No patient involvement or injury was reported.